Event description:
It was reported that (1) device was used during a laparoscopic nephrectomy. It was reported by the affiliate that the er420 clips fall out of the jaw. Another device was used to complete the case. There was no consequence to the pt.